Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, sensitivity testing, a review of labeling, and a review of manufacturing records. The customer observed (B)(6) results for ten patient samples when using one kit of architect (B)(6) ii reagent, list number 8l44-25, lot number 60227li00 which tested (B)(6) with another kit of the same lot. No returns were available for the investigation. A review of customer complaints received for lot 60227li000 did not identify any trends or an increase in complaints. A review of the product labeling concluded that the issue is sufficiently addressed. Sensitivity testing was performed with a retained reagent kit of lot 60227li00 and two commercially available seroconversion panels (biomex scp-hbv-001 and 004). The test results showed that lot 60227li00 detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, architect (B)(6) ii reagent lot 60227li00 is performing as intended and no product issues were identified. Correction: suspect medical device: serial # remove 60227li00 and enter this lot in lot# field.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer stated that the architect analyzer generated false nonreactive anti-hbc results on 10 patients on (B)(6) 2016. The qc in the morning was acceptable but when it was run in the afternoon on a different reagent bottle, the positive control was negative. Approximately 90 patient results had been generated between the control runs, so the customer repeated all the non-reactive results and 10 generated reactive results. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected in from (B)(4).